Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
The reporter stated that the nurse at an extended care facility was almost finished administering the medication into the deltoid muscle, she didn't have an opportunity to click to retract the needle when she noticed it lying parallel to the pt's skin. She could see it and feel it, but when the paramedics were called, she could not see/feel the needle under the skin. The pt was taken to the emergency room hospital. The pt returned from the hospital and was fine. The needle was not located in the arm and could not be confirmed via x-ray. No further information is available.